Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Visual and functional inspections were performed on the returned device. The rupture was not confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot revealed no other similar incidents. The investigation was unable to determine a conclusive cause for the reported rupture. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat the superficial femoral artery that did not have any tortuosity or calcification. A 6.0 x 200 mm armada 35 balloon dilatation catheter (bdc) was used and did not meet any resistance during advancement. However, the balloon ruptured at 8 atmospheres (atms) during its first inflation. Therefore, the device was replaced with another 6.0 x 200 mm armada 35 bdc to successfully complete the procedure. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.